Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14th april 2025, it was reported by an arthrex employee via email that for an ar-1934bcf-2, suture anchor, biocomposite¿ suturetak® 3 x 14.5 mm, ve5 with #2 fiberwire® and #2 tigerwire®, the anchor broke during insertion. This was detected during a labial repair surgery on (B)(6) 2025. The procedure was completed successfully by using another new ar-1934bcf-2. No fragments were found in patient and there was no patient harm. No secondary procedure needed.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged suturetak® 3 x 14.5 mm, batch 15327839, was received for investigation. Upon visual evaluation, it was noted that the anchor was damaged along the threads. Functional testing was not performed due to the damage tro the decvice. Per dfu-0054-eo revision 5: 7. Avoid excessive impaction during anchor insertion as this could lead to inserter damage and/or breakage. If insertion resistance is encountered, do not impact harder. Replace the implant and repeat the drilling/insertion process. 8. Visually inspect all devices immediately after use for the potential of loose body remnants left behind in the patient. 9. Suturetak and fibertak suture anchors only: drilling in very hard bone may require cycling the drill while maintaining consistent alignment of the drill guide. Increased size, hard bone drills are also available for use. The most likely cause for the reported failure can be attributed to misuse due to misaligned insertion; or prying/leveraging the device during insertion. Refer to investigation photos. The complaint allegation is confirmed.